Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 44-56 (mg/dl). Reportedly, the customer's carbohydrate (carb) ratio settings had been set too low and health care provider requested the customer increase the carb ratio settings. Tandem technical support assisted the customer in successfully adjusting to the desired setting. At the time of the reported event, bg level was 103 mg/dl.